Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 29-mar-2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent inguinal hernia repair surgery on (B)(6) 2017 during which the surgeon noted it to be folded and adherent to the heavily scarred oblique aponeurosis. The pathology report stated cystic degeneration, histiocytic infiltrates and foreign body giant cell reaction in the tissue connected to the excised mesh. It was reported that the patient experienced adhesions, heavy scarring, foreign body giant cell reaction, nerve damage and intractable and severe pain. No additional information was provided.